Manufacturer narrative:
Approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spina pain. It was reported that therapy (the device) had turned itself off 3 different times in the last 2 weeks. The patient only made changed to stimulation when they were in pain. The patient noticed they were having pain and so they checked the programmer which showed stimulation was off. It was confirmed that the battery was not depleted at that time. Per the consumer, they had been nowhere near the programmer when stimulation turned off. The consumer had groups a-e. The patient had been unable to change from group e. During the call, it was reviewed how to switch groups and the consumer successfully changed from group e to group d. Per the consumer, they had been doing what the patient services agent told them to do during the call but the device kept going back to group e. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.